Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal generator change. Prior to procedure, the right atrial lead exhibited normal electrical parameters. During surgery, the lead exhibited high impedance and noise. The physician suspected the lead of insulation anomaly. The lead was capped and replaced. The patient was asymptomatic and suffered no complications.